Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was received moisture damaged at motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 202 mg/dl. The customer stated that he went swimming and reconnected the pump and put it in his pocket. The customer reported fluid under the lcd display and moisture by the drive support cap and top of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.